Event description:
The account reported the brake wold not hold on the left side of the bed. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The tech found the cam pivot was cracked. The tech advised the most likely cause of the cracked pivot was that the cam pivot was worn. The tech replaced the brake cam pivot to resolve the issue. Based on this info, no further action is required.